Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
The consumer stated the ma unit is flat. He did not have serial number or any additional. Information. Consumer will call back with sn.